Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer was unsure of the amount of insulin loaded into the cartridge during fill. Additionally, the customer reported that their blood glucose level was high, however no specific value was provided. The cause of the high blood glucose was unknown but the customer indicated that was not due to the pump.